Event description:
It was reported that the ventilator had many low minute volume alarms. The respiratory therapist advised the caregiver to move the patient to a new position and the alarm cleared. The caregiver reported the patient was not in distress and was fine. The doctor found the patient's blood gases to be "way out of tolerance" so the patient was air-lifted to a hospital for evaluation. No patient harm reported.